Manufacturer narrative:
No report of patient involvement. Unique device identifier - (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The power management board was replaced to resolve the reported issue.

Event description:
The hospital reported that, unit alarmed " internal failure. System may shut down". There was no reported patient involvement.